Event description:
It was reported that during an unknown procedure the device was locking up. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Event date = only week of (B)(6) 2015 known and assumed first day of the week. Additional information was requested and the following was obtained: customer reported that the procedure was a laparoscopic cholecystectomy. The device was locking up and clips would not shut all the way. A new device was used to complete the case. There were no patient consequences.